Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 42 md/dl. Troubleshooting was performed and the insulin pump programming was correct. The customer stated she changed the infusion set at the hospital. The customer also stated she gave a manual injection which could have contributed to the low blood glucose. The customer also stated she received a low battery related alarm. Nothing further was reported.